Event description:
The following incident info was reported to (B)(4) via medwatch report received via by us mail from the FDA (B)(4). No other incident info or pt identification was provided. We have inquired regarding this incident as no report has been made to date. It is unk by the info provided what wire or device was used with this microcatheter. The following is the incident info that was provided to us in the medwatch report: "the wire would not thread easily into catheter. This created "friction". There was no pt harm. Original intended procedure - placement of microcatheter device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as they were not returned for evaluation. The root cause of this complaint cannot be determined. The devices in complaint do not appear to be the cause of the incident. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances. The lot expiration in this report on 12/10/2015 is the correct date. The expiration mentioned in the user report of 12/01/2015 is incorrect.